Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d9: device availability- additional g3: date received by manufacturer - additional g6: follow-up number - additional h1: additional information/device evaluation h2: if follow-up, what type - additional h3: device evaluated by manufacturer - additional h6: event problem and evaluation method codes - additional.

Event description:
It was reported that a transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0vdc. A review of the share log was performed and transmitter failure error was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.